Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture and failure to sense on the atrial lead. Diagnostic imaging performed on (B)(6) 2022 revealed atrial lead dislodgement. During lead revision, the helix would not extend. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, failure to sense, and failure to capture. The reported event of a helix mechanism issue was confirmed while failure to sense and failure to capture were not conformed. After cleaning and by applying toque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.